Event description:
A malfunction alarm, labeled as alarm 01, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer managed to load a new cartridge successfully before contacting technical support and was able to resume insulin delivery without further issues. The original cartridge was available for return and was processed for return merchandise authorization by technical support.